Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant inr results on coagucheck xs meter with serial number (B)(4). The initial result from the meter was 4.6 inr while the meter trainer was there. While the trainer was still there, the customer performed another measurement with the same finger and the result from the meter was 3.2 inr. Within a few minutes, he performed a third measurement and the result from the meter was 4.4 inr. There was no allegation of an adverse event. On (B)(6) 2018 customer withheld warfarin and lowered his dose for three days. The customer has had no changes in diet and no new medications prior to the event. The customer stated that they had drank more alcohol than usual prior to the measurements. The customer's therapeutic range was 2.5 - 3.5 inr. The customer was not anemic, had no heparin, no lupus, no antiphospholipid antibodies, and no direct thrombin inhibitors. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The returned meter and master lot strips were tested with liquid qc of a high level in comparison to masterlot on internal reference meter. Qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc results were in the allowed range. No error messages occurred during the investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint.  This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.